Event description:
It was reported that a revision surgery was required due to periprosthetic fracture 2 weeks post implantation.

Manufacturer narrative:
Based on the received information a polarstem stem standard was revised about two weeks post implantation due to periprosthetic fracture. The fracture was caused by the patient falling down.